Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, an "inoperative fan with a failure in the flow sensor, and an error in the dispatch pca" was duplicated. The device's machine flow sensor and display board were replaced to address the issue.